Manufacturer narrative:
Complaint confirmed, the impactor head broke. The fragment was not returned. The strike cap was found to be worn due to impaction, indicating the device has been used multiple times. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the impactor head broke off when inserting the tibial tray. There was no patient injury.